Manufacturer narrative:
Analysis summary: analysis did confirm the customer comment that the analyzer was not working, a "loss of communication" error was displayed while attempting to use the analyzer. It was noted that pins on the patient connector were damaged and that due to parts availability the analyzer was to be scrapped. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that prior to use the software analyzer was noted to not be working. The analyzer was returned to service. No patient complications have been reported as a result of this event.